Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger was resetting. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon service investigation, current controlling transistor q1 on the battery board was defective, causing overcurrent on the beside board. The overcurent on the bedside board was the cause of the resets. The root cause of the defective q1 could not be positively identified. No adverse event resulted from the defective q1 component. The last pt to use this battery charger did not report any deficiencies.